Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found helium to be low- 475 psi, but not critical to operation. To address the issue, the stm replaced the helium tank with full tank. The stm checked the iabp's error logs recent alarms on that date include "gas loss in iabp circuit". Log files revealed two faults on the date of the incident fault # 2 & # 55. The stm performed calibration of unit and ran on simulator for over one hour on battery power without incident. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient the cardiosave intra-aortic balloon pump (iabp) "low helium" message was displayed. There was no harm or injury to patient and no adverse event was reported.